Event description:
It was reported that the pump did not turn on until the user placed it on the charger, after which the device powered on and functioned, and user education and troubleshooting were performed. Symptoms included low blood glucose readings in the 50s to low 60s, followed by improvement into the upper 60s and 70s after ingestion of candy. Outcomes included transient hypoglycemia with self-treatment and no hospitalization. Investigation included customer support troubleshooting conducted remotely. Investigation of this case revealed that the device resumed normal operation once charged and no further malfunction was identified. It was concluded that the event involved user education related to device charging with resolution and that the hypoglycemia was self-limited without additional clinical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.